Event description:
It was reported that during an unknown procedure the device malfunctioned. Post-op the patient developed an infection. There is no other details at this time on how the infection occurred, what caused the infection or treatment of the infection. Unknown patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Additional information from the hospital contact: "the patient was transferred from here to a hospital in (B)(6) because of a bile leak. I do not know anything about her since she was transferred. I cannot answer these questions except for the date of occurrence. That was (B)(6) 2013."

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When did the event occur? What procedure was being performed? Please describe in detail how the device malfunctioned? What type of infection did the patient develop? Is it believed the infection is a result of the device malfunction? If so, please explain? What was done to address the infection? What is the patient¿s current condition? Is the patient expected to have a full recovery? The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.